Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient faced infusion set blocked alarm event on (B)(6) 2024 due to reservoir issues. No further information available.

Manufacturer narrative:
E1: patient city: (B)(6). Patient country: united states.